Manufacturer narrative:
Evaluation: the product was not returned to co for evaluation. The item was discarded by the hosp.

Event description:
The iab leaked back into the pump. On 5/20/97, co was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 4/21/97. Pt current status: unk - rpt'd 4/21/97.